Event description:
New information received states the device was explanted and replaced for an unrelated reason. No further information is available.

Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, post-sensed t-wave oversensing was observed on the ventricular channel. The patient received inappropriate antitachycardia pacing therapy. Programming changes were made. The patient condition is stable.